Event description:
Additionally, healthcare professional reported sodium chloride drops were treatment for small corneal edema, now resolved, not related to device. Physician confirmed all events are now resolved expect slight photosensitivity.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient reported after implanting the xen®45 gts into the left eye to treat open angle glaucoma. They noted the "stent was removing the normal fluid from my eye, so they injected medication in my eye to stop the fluid from leaving." Patient stated the treatment did not work so the xen®45 gts was removed from their eye. After xen®45 gts was removed, patient still experiencing "my eye has been shut ever since the stent was removed. I have a hard time keeping my eye open, and I have muscle spasms in my eye lid. There¿s always fluid draining from eye. I have to blow my nose constantly, like there¿s something in my left nostril. I still have burning sensations that goes up to my eyebrow on the left side. It feels like my eye swells at times." Patient also reported they now are very "sensitive to light to the point that I must sit in a dark room. I can only be outside for 15 min, and while looking at a computer screen it makes my eyes watery. My iris was previously dilated, but now it¿s back to normal and I still have the issues with light." The "pressure went up to 30%" and they constantly feel sand in their eye. Patient later reported they has been diagnosed with a new condition "ocular hypertension" and was prescribed sodium chloride eye drops 4 times a day by different healthcare professional that did not implanted/explanted the xen®45 gts. Healthcare professional later confirmed patient reported events of drainage/lacrimation and pain. Patient was treated with prednisone and gatifloxacin. Patient later experienced excruciating pain with pressure of 0 mmhg and a flat chamber due to hyperfiltration. Surgery was performed in the or to reform the chamber. The iop noted to be at 30 mmhg with vision 20/50 and later decrease to iop of 12 mmhg, vision 20/80 with deep chamber had formed. The device was removed and healthcare professional noted "xen was easily removed and looked in good condition, still fully intact."